Event description:
A volume discrepancy was reported, about 4.7 ml was expected and healthcare provider (hcp) withdrew 40 ml of the drug. It was also added that after implant patient had to be tied down in bed, was in extreme pain and the refill physician was not called at that time; patient currently had swallowing issues. Patient lived in a nursing facility. The hcp was to see the patient in the next 1-2 weeks. Drug delivered via the device was reported as gablofen 500mcg/ml at a daily dose of 196.98mcg. It was later reported on 2012-(B)(6) that the patient was seemingly doing well. Per the managing physician the pump was refilled with 40ml of baclofen and was restarted; the drug delivered via the pump was now noted as lioresal. The patient was to be seen "in follow-up near time of refill and it would be then seen if the pump was dispensing baclofen, if not the pump may be discontinued". A follow-up report will be sent when additional information becomes available.

Manufacturer narrative:
Catheter model: 8596sc, (B)(4), implant: (B)(6) 2011, explant: unk.